Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo lesion in the distal right coronary artery with heavy tortuosity and mild calcification, pre-dilatation was performed. A 3.5x28 mm rx xience prime stent delivery system was advanced with slight resistance with the patient anatomy, no force was applied and the stent was implanted. Post stent implant a dissection was noted. Another xience prime stent was implanted to treat the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.